Event description:
The device was returned for service. During service the deivce had failure code 810:04, the hosp. Rep. Stated they have no record of any pt incident involving the pump since the last baxter service event.